Event description:
It was reported that during a knee surgery the device broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update kpilz 17-jun-2025: further information was received that there will be no revision surgery. Update kpilz 16-jun-2025: further information was received that some fragments remained inside the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-4020c-08, batch 15314341 was received for evaluation. A visual inspection confirmed that the bio screw was fractured. Only a fragment of the screw was returned for evaluation. Notably, damage to the threads was observed on the returned piece. Functional testing was not performed due to the device being damaged. The most likely cause for the reported failure is user error for applying excessive force during insertion or through leveraging/prying the device.